Event description:
The anesthesiologist intubated the pt with the endotracheal tube. When the cuff was inflated, the doctor noted an air leak in the cuff. The pt had an increase in respiratory rate and heart rate. The pt was extubated and re-intubated. The pt's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Lot number - 13gg10.